Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that last week during priming the insulin started to squirted out before the piston slowed down and the side of the insulin pump where drive support cap was located got detached from the insulin pump. Customer's blood glucose level was 56 mg/dl. Troubleshooting was done for cosmetic damage. Customer was advised that the insulin pump will need to be replaced. Customer was advised to follow their medically prescribed back up plan. Insulin pump will not be returned for analysis.